Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had shortened longevity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage 2.64, estimate between 0 and 2 months to recommended replacement time (rrt). Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005; 419388 lead, implanted: (B)(6) 2005. (B)(4).